Event description:
It was reported that the patient suffered from untreatable vasoplegia with a sudden progression of multisystem organ failure. The high volume substitution and high catecholamine dosages with extracorporeal membrane oxygenation did not solve the situation. The patient passed away and an autopsy was not performed. The was not explanted but operated as intended.

Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section h6: health effect - clinical code: 3261 multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: a specific cause for the reported multiorgan failure, vasoplegia, and subsequent patient outcome as well as a direct correlation with the device could not be determined through this evaluation. The relevant sections of the device history records for the (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G is currently available. Section 1 ¿introduction¿ of this document lists death and various forms of organ failure as adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: there was no device malfunction and no issues with ECMO.